Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced hematoma due to complication of implant procedure. Subsequently, the patient underwent a revision procedure and this system was repositioned. No additional adverse patient effects were reported.